Event description:
In 2000, safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following: sneezing, coughing, severe and irreversible type 1 latex allergy, chronic conjunctivitis, itching, faintness, angloedema, watery eyes, shortness of breath, fatigue, restlessness, chest pain, extreme discomfort, other physical injuries, great despair, and loss of enjoyment of life.